Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient was having revision surgery today because the device hasn't worked very well for them in the last six months or so at least. They noted the patient's healthcare provider (hcp) might move the ins and lead to the other side of their body and make some other changes to see if the device can work again for them. No additional details were provided as to what "not working" for the patient meant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that the reason the device stopped working was because it was shut off during surgery. Patient stated the device is working now. No further complications were reported.